Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not alarm when a proximal occlusion was present. The pump was returned to the biomedical department for an unknown reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device did not alarm when a proximal occlusion was present. No further information was provided.